Event description:
The customer reported that the l-arm will not rotate. No patient injury was reported.

Manufacturer narrative:
L-arm rotation. The system was repaired, found to be operating as intended, and released to the customer for use.